Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative. They reported that the patient continued to have ongoing therapy concerns. They had started leaking again and they asked for assistance increasing amplitude. It was reviewed how to do so. Also reviewed battery longevity expectations. They increased stimulation until patient felt comfortable stim sensation and will continue to monitor symptoms.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a return of symptoms (wetting themselves again, wearing a diaper, a pad, and toilet paper, and still having urine soak through them within two hours). Patient rep requested assistance making a therapy adjustment. Therapy was on and the patient rep increased stimulation to where the patient felt stimulation again. Patient was on a different setting than the patient rep had expected; patient rep didn't know why this was. Patient services advised the patient to monitor their symptoms and to follow up with their healthcare provider (hcp) if the symptoms did not improve.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.